Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filled. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient is acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the replacement of the peel-away sheath with a repositioning sheath, the catheter was not properly secured, causing the impella to migrate into the left ventricle and become kinked. Attempts were made to torque, push, and pull the catheter to free it. After multiple efforts, the physician successfully repositioned the impella, which had ended up in the mitral apparatus, back into the apex. The patient did not tolerate this event well. Care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.